Event description:
It was reported that the patient underwent fusion surgery for scoliosis using posterior fixation. The patient developed an infection at an unspecified time post op. Cultures of the infection grew fungus. The patient underwent a revision surgery to remove and replace the hardware three months post-op. The explanted devices were discarded. A second surgery for incision and drainage with exploration of construct was performed a month after the first revision surgery. The patient has a vac dressing at the time of this report in addition to home health care in an attempt to get new tissue to grow.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.